Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During the performance of their stab and grab at the end of the case, they noticed that the device activated on its own. They immediately unplugged the device and removed it. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During the performance of their stab and grab at the end of the case, they noticed that the device activated on its own. They immediately unplugged the device and removed it. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of charred tissue were observed on the tool jaws. The heater wire was slightly flexed away at the middle portion of the hot jaw but remained attached to the tip and base. The silicone insulation on the hot jaw showed signs of discoloration and slightly whitish in color indicating burn of device. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopic camera. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure self activation or keying was not confirmed. The analyzed failures material twisted /bent and thermal decomposition of device were both confirmed.